Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. The customer's mother reported that the insulin pump received a no delivery alarm. The customer's blood glucose was 311 mg/dl at the time of incident. The customer's blood glucose was 287 mg/dl at the time of call. The customer's mother stated that her daughter's blood glucose reached 450 mg/dl. The customer's mother stated that she treated her daughter's high blood glucose with the insulin pump. The customer's mother performed troubleshooting and did not found air bubbles and leaks. The customer's mother declined to check settings. The customer's mother performed high pressure test and the insulin pump passed. The customer's mother stated that the cannula was bent on the previous infusion set. The customer's mother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.